Manufacturer narrative:
(B)(4). Method: the complaint infant warmer head was returned to our fisher & paykel healthcare regional office in germany for evaluation where it was inspected by a trained technician. Our investigation confirmed the reported damaged warmer head. Results: the photographs attached shows cracking, crazing and chipping of plastic surface at the dome portion, on the head label and at the bottom edge of the head uppercase. Conclusion: based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. We note that the subject warmer was manufactured in 2007 and is eleven years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base"; assessement. "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A hospital in germany requested service of a iw910 mobile infant warmer. Upon assessment it was discovered that the upper head casing was cracked. There was no patient involvement.